Manufacturer narrative:
The patient was failing to thrive so he was admitted to the hospital the first week of (B)(6); he was febrile and his respiratory status declined. At that time his blood cultures were positive. The site denied any sign of infection to the driveline. The patient was still hospitalized as of (B)(6) 2016 due to respiratory status, subdural hematoma and treatment with antibiotics. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors information for use: implantation of a ventricular assist device is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to stoke. Stoke and neurological dysfunction are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risk heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient developed staph aureus and sepsis, respiratory status declined and the patient was intubated. The patient's inr was 3 and due to altered status the patient underwent a computed tomography (CT) scan which showed a 6mm bleed. The medical team planned to lower the inr, treat the sepsis and do serial CT scans. The patient remained hospitalized. No additional information provided.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event.  Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event.  Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.